Event description:
Baxter healthcare corporation submitted an "urgent device correction" letter addressed to the "vice president of nursing." This letter was received by the departments of quality and risk management. "Baxter has identified the following failure codes that lead to an interruption of therapy... May lead to serious injury or death. The user cannot prevent the occurrence of these events." This correction involves the "colleague single channel and triple channel volumetric infusion pumps models: mono, cx, and cxe.